Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical observation was unable to be confirmed. Manufacturing records were unable to be reviewed as no lot number was provided. Based on the information received, a definitive root cause cannot be determined at this time. A product and manufacturing deficiency were unable to be confirmed. The instructions for use (IFU) was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The IFU provides the following instructions: "while monitoring pressure at the device tip, advance the device into the right atrium. With the device tip pointed posteriorly, advance the device to the level of the tricuspid valve. Position the device tip in the optimal engagement position by pulling on the positioning dial until it aligns with the mark on the handle. Slowly withdraw and gently advance the proplege device until the coronary sinus is engaged. If the tricuspid valve is crossed and the pressure indicates ventricular pressure, rotate the device tip posteriorly with a counter-clockwise rotation and slowly withdraw until atrial pressure returns. Advancing the device in this plane usually results in the placement of the device tip into the coronary sinus. Placement in the coronary sinus is indicated by constant atrial pressure as the device is advanced across the cardiac shadow. If ventricular pressure is indicated, repeat the posterior rotation and withdraw to locate the sinus. If engagement of the coronary sinus cannot be obtained, further pulling on the positioning dial will increase the curve of the tip. Use small, slow, and deliberate movements to engage the ostium. Note: once the positioning dial is released, device will return to the optimal engagement position. The positioning dial may also be pushed back into the introduction position to achieve less curvature of the distal tip, if the anatomy dictates less curvature." No further corrective or preventative actions are required at this time. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that the physician attempted to use a pr9, but was unsuccessful. The physician was able to enter the coronary sinus, but was unable to advance the balloon far enough to get it to seal. The device was tested prior to use. Patient did not have any anatomical abnormalities. Another device was not used. A change in operative strategy was performed. The original procedure was minimally invasive.